Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was occluded. The blood glucose level was 544 mg/dl at time of the event. Troubleshooting found the event was caused by infusion set/reservoir occlusion. The customer was advised that the insulin pump was working as designed. The reservoir will be returned for analysis.